Event description:
Reported via patient call center it was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed. A 40mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2025 with no leak noted. During the routine 45-day follow-up visit, a leak greater than 5mm was noted. The patient was prescribed oral anticoagulation (oac) pradaxa.

Manufacturer narrative:
B3: event date is an approximate date as the event date is not known.